Event description:
Further follow-up revealed that the vns system (generator and lead ) were explanted and replaced. To date, the devices have not been returned to the manufacturer for analysis.

Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The pt has experienced a recent increase in seizure activity above pre-vns baseline frequency, indicating a possible loss of therapy. The pt has not taken any antiepileptic medications since vns implant because the vns therapy alone controlled the pt's seizures. Topamax has been prescribed since the recent increase in seizure activity. Treating neurologist indicated that the pt is overactive with no history of injuries, but that injury or trauma that may have damaged the ncp system could not be ruled out. Revision surgery is scheduled. Lead break is suspected.

Event description:
The lead was returned and analyzed. Product analysis results: the reported high impedance condition was verified in analysis. A coil break was identfied on the quadfilar coil of the marked connector. Electron microscopy of the marked connector lead quadfilar coil ends contained significant pitting to the point that the fracture mechanism could not be determined. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting on the quadfilar coil. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin showed evidence that proper mechanical and electrical connection was present. Continuity checks of the lead assembly were performed with no other discontinuities identified, based on the product analysis findings, there is evidence to suggest the identified lead discontinuities would have contributed to the reported high impedance event during a normal mode or system diagnostic test. The concomitant device (pulse generator) was also returned and analyzed. Product analysis results: the device current output was observed and monitored and no variations in output were noted. No electrical or visual anomalies were identified that could adversely affect device performance. The unit met the manufacturer's final electrical test specifications. The device is operating within specification. The reported high impedance and increased seizures were likely due to the observed lead break.